Event description:
Revision surgery was performed on (B)(6) 2021 due to stem loosening, the stem had and liner were revised. The exact primary date is unknown.

Manufacturer narrative:
Batch review performed on 15 november 2021: lot 173487: (B)(4) items manufactured and released on 10-oct-2017. Expiration date: 2022-09-26. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold. Preliminary investigation performed by medacta r&d hip project manager: during the analysis it is evaluated that the ha on the stem body has been completely absorbed by patient bone as expected. Some signs and scratches are present on the neck part probably due to revision surgery. It is not possible to determine the root cause of the reported stem loosening.